Event description:
It was reported that when using the bd pyxis¿ es server, station was having communication issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device of this incident, it was determined that all stations were on critical override. A technical support specialist (tss) dialed into the es aio server and followed the steps in the knowledge article dbo.sysssislog table bloated - dsserverreports database growing large. The tss then restarted the necessary services, bd data synchronization, bd dispensing maintenance, bd external messaging, and bd external inbound processor. The tss ran the interface down or delay query and found no related results. The tss found that the sql server transaction log files could not grow because the disk ran out of free space in server, es1455950aiop (1.11). This triggered operating system error 112, there is not enough space on the disk. The meditech team confirmed that the issue was resolved. The tss determined that the interface had experienced downtime or a delay during the timeframe (2026-03-09-00-41-40). The event viewer was reviewed, and no communication related issues were identified during the incident period on the station. The interface team for cerner was asked to verify if there were any issues on their side. The server disk space was also checked and was found to be in good condition. The system functioned as intended and the technical support specialist closed the case.